Event description:
The facility reported that staff was transferring the patient from the bed to a wheelchair. The patient was in a sling and was lifted clear of the bed. As the staff moved the lift towards the wheelchair, the sling inside leg clips became loose. The patient slid out of the sling and onto the floor, falling with her neck on the left leg of the lift and her legs on the right leg of the lift. Emergency services were called and the patient was taken to the emergency room. The patient sustained lacerations to the rear of her head and behind her left ear. Also, there was extensive bruising to the right hip. The patient received 14 stitches for the head injury, a CT scan of the head and neck, and an x-ray of the hip and pelvis.